Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Event date: unknown. Unknown if device has been explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: ssc205c, lot number: 2004000476: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 19march2004. Expiry date: 01march2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(4) study patient (B)(6) was implanted with a medium-5mm prodisc-c device at c6-c7 on (B)(6) 2006. There were no complications during the procedure. The patient was discharged to home on (B)(6) 2006. There were no complications observed at discharge. The date of disposition for the study was (B)(6) 2013. The patient experienced the following post-operative adverse events (aes): on (B)(6) 2006, the patient had moderate nonspecific symptoms that may be psychogenic. Likelihood: unanticipated. Action required: home/office care. Course of action: per report on (B)(6) 2007, patient was diagnosed with fibromyalgia that explains the nonspecific symptoms. Implant involvement: none. Related to surgery: definitely not. Related to implant: definitely not. Current state of event: ongoing- patient diagnosed with fibromyalgia (suspected). On (B)(6) 2007, the patient had severe neck pain. Action required: c6-c7 facet injection. Course of action: patient had c6-c7 facet injection on (B)(6) 2007. Current state of event: resolved - patient had c6-7 facet injections on (B)(6) 2007. On (B)(6) 2007, the patient had severe neck pain. Action required: outpatient care without surgery. Course of action: radio frequency outpatient procedure. Current state of event: ongoing - patient to get CT and MRI then follow-up. This report is for adverse event: on (B)(6) 2007, the patient had severe neck pain. Likelihood: unanticipated. Action required: c6-c7 facet injection. Course of action: patient had c6-c7 facet injection on (B)(6) 2007. Implant involvement: unknown. Related to surgery: possibly. Related to implant: possibly. Current state of event: resolved - patient had c6-7 facet injections on (B)(6) 2007. This is report 1 of 1 for (B)(4).